Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device was received with cracked case at display window corners, reservoir tube, reservoir tube window, and battery tube threads. The device also had minor scratched display window.

Event description:
Customer reports to have experienced keypad anomaly. Customer states the esc button was not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.